Event description:
During a routine customer follow up call, a patient stated that she had just been released from the hospital after contracting a serious infection. The patient stated the infection caused her kidneys and liver to start to shutdown. The patient claimed the infection was caused by using a rochester medical antibacterial intermittent urological catheter. The patient did not provide any dates for her hospitalization or how long she had been hospitalized. The patient stated she did not know the product lot number and started that she would not return any samples for evaluation.